Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. Customer also reported to have received a compromised forced sensor alarm. Customer states drive support cap was sticking out. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with end detached end cap. The insulin pump was unable to verify prime alarm and motor error alarm due to detached end cap. The insulin pump was received with slightly loose drive support disk. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.